Manufacturer narrative:
H.10: through follow-up communication livanova learned that the processor board, the ac mains board and the transformer were replaced but the problem still persisted. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t not cooling properly when both cardioplegia and patient tanks are activated. There was no report of patient injury.

Manufacturer narrative:
B.5 section has been updated since the description of the event was inaccurate. H.10: the device was returned to the manufacturer site for investigation and repair. The reported issue could not be confirmed. However, the device was returned without the heating elements thus, a defect of these components cannot be excluded as possible root cause of the event. The heating elements were installed and the temperature probe replaced due to bad conditions of the connectors. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the issue could be related to the heating elements, however, this could not be confirmed.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t not cooling/heating properly when both cardioplegia and patient tanks are activated.there was no report of patient injury.